Event description:
It was reported that a large volume folfusor underinfused; further described as the device was not fully infusing over 24 hours and approximately 30% to 40% remained. The device was filled with piperacillin/tazobactam 18000mg in 230ml sodium chloride 0.9%. This was discovered during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured on november 28, 2022- november 30, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that fluid was inside the device bladder which suggested an underinfusion may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.